Event description:
Procedure: thoraco lung partial resection. Reportedly, the instrument fired but the staples would not form at all. Exchanged the instrument and refired, but the staples would not form again. Converted to open surgery. No further pt injury reported.